Manufacturer narrative:
This report filed january 6, 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Event description:
Per the clinic, the patient experienced poor performance with device use. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery. The device is unavailable for analysis as of the date of this report, (B)(6) 2013.